Event description:
It was reported that three days after implant, the right atrial (ra) lead exhibited undersensing. An x-ray was performed, which showed lead dislodgement and it was noted there was a problem with the placement site of the ra lead. The lead was repositioned to change the location and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.